Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. After transfer from the outside hospital, the patient developed frank red blood in the urine, despite urine being clear on admission. Hematuria was noted around shift change while the impella was operating at p-9. Device positioning was assessed and confirmed to be appropriate, with the catheter located 3.7 cm from the aortic valve annulus. The patient required medication for blood pressure management, and the impella support level was subsequently reduced to p-2, after which the hematuria resolved and urine cleared. Later, the patient experienced loss of right-foot pulses while the impella remained positioned in the right leg; however, oximetry readings indicated adequate distal perfusion. The patient was later taken for coronary artery bypass graft surgery, during which the impella cp was planned for removal at the conclusion of the case. No additional outcome information was available at the time of reporting.